Manufacturer narrative:
Correction: the correct event description in b5 should have been 'it was reported that the pacemaker-dependent patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited low pacing impedance. During the procedure, when the rv lead was unplugged from the pacemaker, it was noted that the rv lead appeared in yellow colour and exhibited insulation breach. The insulation breach was able to be confirmed visually. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable.' Rather than 'it was reported that the pacemaker-dependent patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited low pacing impedance and insulation breach was suspected. During the revision, it was also noted that the rv lead appeared in yellow colour. The lead was capped and replaced on (B)(6) 2025. Patient status was not reported.' H6 - health effect clinical code should be 'no clinical signs, symptoms or conditions' rather than 'insufficient information'.

Event description:
It was reported that the pacemaker-dependent patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited low pacing impedance. During the procedure, when the rv lead was unplugged from the pacemaker, it was noted that the rv lead appeared in yellow colour and exhibited insulation breach. The insulation breach was able to be confirmed visually. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker-dependent patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited low pacing impedance and insulation breach was suspected. During the revision, it was also noted that the rv lead appeared in yellow colour. The lead was capped and replaced on (B)(6) 2025. Patient status was not reported.